Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient's mother reported that the cannula dislodged from the infusion site and was no longer delivering insulin. It was also reported that ketones were detected in the patient's urine. Treatment information was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. No lot release records were reviewed, as the product lot number was not provided. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: phone_control_ios, omnipod software app version: 2.0.4, operating system: 26.0, hardware: iphone17.3, cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.